Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had an increased amount of air in line alarms. An attempt was made to increase settings to 400ul to reduce the alarms; however, this did not resolve the issue. These issues occurred in the oncology unit, however, the process step during which these issues occurred were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.